Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to a high out of range pacing impedance, greater than 3,000 ohms. After the lss, there was oversensing of noisy signals in the right atrial (ra) channel. Testing was performed and the noise was reproduced with pushing out a chair. The out-of-range pacing impedance could not be reproduced in unipolar or bipolar configurations. Also, no noise was present in the bipolar configuration. Technical services (ts) suspected this was a spring contact issue and recommended programming options. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to a high out of range pacing impedance, greater than 3,000 ohms. After the lss, there was oversensing of noisy signals in the right atrial (ra) channel. Testing was performed and the noise was reproduced with pushing out a chair. The out of range pacing impedance could not be reproduced in unipolar or bipolar configurations. Also, no noise was present in the bipolar configuration. Technical services (ts) suspected this was a spring contact issue and recommended programming options. This pacemaker remains in service. No adverse patient effects were reported.